Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at routine follow-up, this right ventricular (rv) lead exhibited high thresholds (greater than 7 v) and was noted to not be capturing. X-ray was performed and the physician felt the lead position was ok; however, it was decided to replace the lead. A new rv lead was successfully implanted, and the original lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that at routine follow-up, this right ventricular (rv) lead exhibited high thresholds (greater than 7 v) and was noted to not be capturing. X-ray was performed and the physician felt the lead position was ok; however, it was decided to replace the lead. A new rv lead was successfully implanted, and the original lead was returned for analysis. No additional adverse patient effects were reported.